Event description:
Information was received indicating that the pump exhibited a "force sensor failure." No adverse patient effects were reported.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed cracking on the right plunger case and on the bottom case by the l-bracket. Review of the event history log showed an occurrence of a "force sensor test" error. Functional testing involved running the pump through the power up process and performing an infusion/occlusion test. The investigation was unable to duplicate the reported issue; however, contamination/fluid ingression was found in the plunger head. The investigation determined issue was intermittent and was due to the contamination. The plunger cable was replaced as a preventive measure. "A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record."